Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2) and (B)(6) (system 3).

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin.